Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro power was on and the device was placed under a towel in the sterile field. Upon noticing smoke from the towel, the device was picked up and the jaws were red-hot and smoking. The cable had not been pre-tested. Two more hemopro kits were opened, both with similar problems. A fourth hemopro and new cable were used to complete the procedure. The hospital did not report any pt complications. The products are returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 01/04/2009. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. Note - the other device in this complaint are reported in (B) (4). Two lot numbers were reported for these three complaints (2 devices with 9081971 and 1 device with 25001683), but the hospital did not know which was associated with each device. (B) (4)